Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a total knee procedure. They have had much more spitting, delayed wound healing and dehiscences than with monocryl. When they had issues with monocryl, it was typically at the knots. With biosyn its at the knots and along the incision. Pa has reduced knot throws from 5 to 4 but same issues.